Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was fractured approximately 94.5 cm from the hub. The strain relief was slightly kinked and the catheter shaft proximal to the fractured segment had a stress mark. Conclusions: evaluation of the returned device confirmed that the 5max ace was fractured. This type of damage likely occurs due to forceful handling during removal of the device from the packaging hoop. Further evaluation revealed that the strain relief was slightly kinked, and the catheter shaft proximal to the fractured segment had a stress mark. The kinked strain relief and stress mark proximal to the fractured segment suggests that the device may have been forcefully removed from its packaging hoop at an angle. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the penumbra system 5max ace reperfusion catheter (5max ace) was fractured approximately forty centimeters from its tip upon removal from the packaging hoop. The fractured 5max ace was noticed prior to use, and therefore, was not used in the procedure. The procedure was completed using a new 5max ace.